Event description:
When the subject device was advanced to the lesion, it was noted that a green coating was peeled off at the distal of the torque device. The guidewire was disposed at the hospital, used another wire, the procedure was successfully completed.

Manufacturer narrative:
The subject device is not available for evaluation. A review of the device history record will be performed and a supplemental report will be submitted at this time.